Event description:
It was reported that the zimmer skin graft mesher was ripping the skin. Additional clinical follow up indicated that only a partial amount of the initial donor graft being usable for the planned wound coverage. An additional donor site harvest was required. The customer stated the surgical time was not increased by 30 minutes or more, and no other intervention was required. The customer indicated the presence of an alternate available device to mesh the additional donor tissue graft.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.